Event description:
Procedure: lap chole. According to the reporter: dr. (B)(6) was using a weck reusable clip applier and the seal of the port broke off into a few little pieces. The pieces of the seal were retrieved from the pt and the surgery completed. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. This did not cause more than 250cc of blood loss. This did not delay the case by more than 30 minutes.

Manufacturer narrative:
(B)(4).